Event description:
...

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining high rheumatoid factor (rf) results that were generated by the image 800 immunochemistry system. The erroneous results were reported outside the laboratory. When the high rf results were detected, the rf reagent was replaced with another reagent, and the results were lower and accepted as correct. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, rf qc results were within the lab's established range. Using another rf reagent lot produced sufficient results. No service was requested for this event. Samples from the customer were requested for further investigation but had been discarded.

Manufacturer narrative:
(B)(4)